Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was defective (leaking). The issue was found during an unspecified procedure that was completed with another device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: expired life expectancy of printed circuit board (cr board) and the supply pressure sensor was not working properly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of printed circuit board (cr board), the supply pressure sensor does not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.